Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: installing the implant too deep. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7065m-90, lot# 2585592, mfd. 05/15/17, exp. 2022-04-11, gtin (B)(4); 2nd (middle): ifuse-3d implant, p/n 7060m-90, lot# 2661641, mfd. 12/18/18, exp. 2023-12-18, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient's si joint pain resolved but complained of right leg pain following the procedure. The surgeon determined that the first and second implants were impinging on the neuroforamen causing radicular pain/numbness. In (B)(6) 2019, the surgeon performed a revision procedure where he backed up the first and second implants approximately two to three millimeters each. No implants were removed. The third implant was not adjusted or removed. The patient's radicular pain resolved following the revision procedure.